Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) customer had issues with battery charging and helium leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse could not duplicate issue. Device passed all functional and safety tests according to factory specifications.

Event description:
N/a